Manufacturer narrative:
H6: investigation summary one sample (model #11532269) was returned by the customer. It was reported that the pump continued to beep "partial occlusion" every couple of minutes. The set was visually examined for defects and abnormalities. Kinks were found in the tubing set and massaged out. No other defects or abnormalities were observed. The set was attempted to be primed with saline. The set was unable to be primed as fluid would not flow passed the filter. The filter appeared to be occluded. The injection ports were flushed in order to see if fluid could be flushed through the filter. Then the filter began to leak. The customer complaint can be verified. A quality notification has been sent to the supplier, and the sample has been sent for further investigation. Unfortunately, the sample was inadvertently misplaced after it was received by the supplier. Therefore, further testing could not be performed, and a root cause was unable to be determined. But if found, a further investigation will be completed. A device history record review for model 11532269 lot number 21015956 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 19feb2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 0.2mf low sorbing was clogged/blocked/occluded. The following information was provided by the initial reporter: material no.: 11532269 batch no.: 21015956 pump continued to beep and say "partial occlusion" every couple minutes during infusion. Line was assessed for kinks. Port was flushed with + blood return. Another channel was used that did the same thing. Changed primary tubing (non-pvc tubing with filter). Pump no longer alarmed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 0.2mf low sorbing was clogged/blocked/occluded. The following information was provided by the initial reporter: material no.: 11532269. Batch no.: 21015956. Pump continued to beep and say "partial occlusion" every couple minutes during infusion. Line was assessed for kinks. Port was flushed with + blood return. Another channel was used that did the same thing. Changed primary tubing (non-pvc tubing with filter). Pump no longer alarmed.